Manufacturer narrative:
(B) (4): results: death, arterial trauma, narrow access vessels, sheath. Conclusions: narrow access vessels, another device caused failure (sheath).

Event description:
A talent stent graft device was implanted into a patient for the urgent endovascular treatment of a 5.8 cm fusiform abdominal aortic aneurysm. The iliac arteries were non-tortuous, moderately calcified, and 6.5-7 mm in diameter. It was reported that the patient was being hospitalized for an unknown reason when the decision was made to urgently treat the aneurysm. Due to the narrow vessels, the talent bifurcated stent graft could not be advanced past the hypogastric artery. The physician was pushing aggressively, and the device ended up kinking. It was decided to use a 22 fr cook sheath to help advance the device. However, the sheath transected the iliac artery, and it was decided to convert the patient to an open repair. The patient expired 12-24 hours post-conversion. There may have been too much blood loss and/or a lack of recovery from the procedure; no further information was provided.